Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not updating. The technical support specialist (tss) identified that the station was not uploading the data to the server and a manual recovery in the data synchronization was required. Tss resolved the issue by applying the knowledge article "manual recovery required data syncin valid upload change tracking value" and confirmed that issue was recovered. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was not updating activities like outdates and refills, no activities was recorded in the server the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.